Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels due to a bent infusion set cannula. Customer's lood glucose level was 514 mg/dl. Customer advised their blood glucose continued to rise. Customer was advised to change out their entire set and reservoir. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.